Event description:
It was reported that on an unknown date in 2018, an unknown sized trifecta valve was implanted. On (B)(6) 2024, the patient reported breathing problems and presented to the hospital for admission. It was determined that the patient developed a leaky valve and had a possible heart attack. The patient was hospitalized for 6 days while physicians evaluated their course of action and valve-in-valve was planned. On (B)(6) 2024, the patient passed away prior to the valve-in-valve procedure. The cause of patient passing is unknown. Of note, the patient had blockages at the bypass vein graft previously done in 2018 to the post descending artery (pda) as well as in the right coronary artery (rca) and at the left anterior descending artery (lad) where it met the valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of perivalvular leak, dyspnea and patient death after six years of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, the patient returned with leakage in valve and had a possible heart attack. It was also reported that field decided to perform valve-in-valve procedure, however patient expired before the implant. Based on the available information, abbott cannot further speculate on why the reported incidents occurred. There is no indication of a product issue with regards to manufacture, design, or labeling. From medical review: the cause of death is related to hemodynamically instability due to most likely a non-calcific leaflet tear in combination with underlying coronary artery disease requiring reintervention. A non-calcific leaflet tear is a known potential adverse event for the trifecta valve and whenever it occurs results in acute valvular regurgitation with a need for reintervention. It is unknown whether there were any technical factors at the time of the original valve implanted that may have contributed to the valve ultimately failing at 6-years post-implant.